Event description:
Customer contacted ortho clinical diagnostics, inc to report two pt samples with an anti-kell that reacted with 0.8% selectogen lot vs194 cell I but failed to react with any cells on 0.8% resolve panel a lot vra116. No discrepancies were reported with qc testing. No death or serious injury has been associated with this incident.